Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device hub was cracked, and the vaccine leaked out, so another dose was drawn and a new needle was used before vaccine administration. There was no patient harm and no medical intervention required.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13111-00 for details pertinent to this event.